Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to pain. As reported by rep: "revised for pain and loosening. No allegations against the implants. Patient has avascular necrosis which caused the failure." Rep provided primary and revision usage sheets and confirmed that no further information will be released.